Manufacturer narrative:
Cmp-(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient is scheduled for an articular surface exchange for unknown reasons.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Radiograph review indicates that the left, non-cemented knee arthroplasty components are anatomically aligned. There is relative loss of the space between femoral and tibial components. There is extensive calcification of the superficial femoral and popliteal artery. Polyethylene wear is suggested by the asymmetric joint space narrowing on the left. Root cause was unable to be determined; however, the patient's bone was found to be osteopenic during radiographic review which could have contributed to the reported event.